Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller triggered a red alarm that led the patient to perform a controller exchange. The patient became moderately dizzy for a few seconds during the controller exchange; however, there was no reported patient injury as a result of this event. The reported battery was replaced and returned to the manufacturer for analysis, while the controller was retained by the patient. A DHR review was conducted for the controller and was found to have two (2) reworks by the supplier and one (1) ncri for additional inspection of the unit. These were not related to the reported event, as the unit passed all manufacturer testing and inspection upon release from the facility. The patient retained the controller as his backup and was retrained by the site on when to perform a controller exchange. The reported battery passed visual inspection but failed functional testing. Cell pair #2 showed signs of early depletion, thereby confirming the reported "power switching" event. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is two of two reports 3007042319-2015-03911 and 3007042319- 2015-03912 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the patient was complaining of a red alarm which forced him to perform a controller exchange. Fourteen (14) days after the controller exchange, the patient went to the hospital for a routine visit and informed them of the situation. The site provided the log files for analysis. Additional information clarified that the patient became moderately dizzy for a few seconds during the controller exchange, however there was no reported patient injury as a result of this event. The reported battery was replaced will be returned to the manufacturer for analysis. The site re-educated the patient on when to perform a controller exchange subsequently, the reported controller was retained by the patient to use as a backup.